Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned, therefore, no analysis was completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that when the system camera detected the test probe, the sensor probe would flash and display unstable on the monitor. The spare camera was replaced and all test functions were normal. There was no patient present when this issue was identified.

Manufacturer narrative:
The positioning sensor unit (psu) was returned to the manufacturer for analysis. Analysis found that the returned psu powered up without the amber fault light on but it came on after a short time. A check of the event log revealed an intermittent history of illuminator current low dating back to aug 2018. The accuracy test (aak) was not run due to the fault light being on. Analysis found that the reported event was related to an electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.